Manufacturer narrative:
Concomitant medical products: product ID 7434-e, serial# (B)(4), implanted: 1998-(B)(6), product type programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension, product ID 3887-28, lot# l58917, implanted: 1998-(B)(6), product type lead, product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension, product ID 3887-28, lot# l58917, implanted: 1998-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient's neurostimulator (ins) was implanted but not hooked up and she was asking if that could do any harm or if she should discontinue to keep it in her body. It was reported that since implant the patient had 2-3 surgeries and the ins had been disconnected since 1996-1997. It was noted the ins did not help her at all and that was the reason she had to have surgery. It was reviewed that the ins would not do anything in the body and it could be removed. It was logged the patient had lots of aching and arthritis that was terrible and would not go away. It was logged the patient never had therapeutic effect. It was reported the patient "had disc on the left side done, and right side and looked like a bone was loose/dangling and did another surgery and found a cyst then had a special fusion."